Event description:
It was reported that left ventricular (lv) lead presented concerns for loss of capture. Technical services (ts) was consulted and confirmed intermittent capture and recommended further testing to confirm loss of capture. The lead remains in service. No adverse patient effects were reported.